Event description:
It was reported that a volume discrepancy had occurred. The nurse that refills the patients pump reported that there was no medicine leaving the pump. At the last pump refill on (B)(6) 2015, 20ml was aspirated from the pump. There was supposed to be much less than that (no expected volume given). The logs were reviewed on (B)(6) 2015 and were normal. A low reservoir alarm occurred on (B)(6) 2015. The pump was refilled on (B)(6) 2015. The patient could not get any relief even after recent dose increases. The patient has multiple sclerosis (ms). A dye study was being considered and possibly a catheter revision. A revision was done. The healthcare provider (hcp ) did not get backflow so he removed the existing proximal segment. When the hcp cut the connector he got 2 drips from the catheter. The hcp placed the new segment. The hcp still could not aspirate from the catheter so he connected the new pump segment and used a catheter access port (cap) kit to aspirate from the cap. The hcp did not get too much back; maybe a cc. The hcp indicated the pump segment was ok. The hcp may go back into the back in a few days if the patient does not have positive therapeutic response. The hcp was unsure if the catheter was completely cleared so the hcp decided to not bolus and would run the baclofen at 132 mcg/day. (1000 mcg/ml). The plan was to use the revision kit. The surgeon reported that one of the collets came off which he was planning on putting back on. Per the healthcare provider there was possibly an issue with the distal segment of the catheter and possibly at the proximal distal connection. The plan was to re-evaluate in one month or at the next refill. They could not aspirate through pump sideport before or after the proximal segment and connector was replaced. Regarding how the patient was doing it was indicated it was too soon to evaluate. The pump was used to deliver duramorph and baclofen. Patient outcome was not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial # (B)(4), explant date: (B)(6) 2015. (B)(4).

Event description:
On (B)(6) 2015, the patient was taken to surgery for a catheter revision. The catheter was kinked. The catheter was revised using a new spinal/distal segment of catheter.

Event description:
Additional information received reported that the patient was having some lack of effect so they replaced the catheter. No segments were in the intrathecal space not in use, no additional actions were needed and the patient had been doing well since.

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n414871, implanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).